Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. The product was end of service life (eosl) so no service repair could be performed. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a red x over the gas system data. The unit passed calibration, but the x remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was about a five-minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d4, h3, h4 and h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and air and oxygen (o2) were introduced. The o2 analyzer was successfully calibrated. Epgs calibration and testing was performed successfully. The srt did not observe a red 'x' on the central control monitor (ccm) during troubleshooting. There were no alerts or alarms throughout troubleshooting. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.